Manufacturer narrative:
The drill attachment was received by the u.s. MFR and the complaint was confirmed. Internal components were evaluated and it was discovered that the bearings located in the rotor assembly were damaged. Additionally, corrosion was found within the motor assembly. The presence of corrosion and damaged bearings can lead to increased friction among rotating components, resulting in heat being generated. The motor assembly, bearings, and rotor assembly were replaced, and add'l preventative maintenance was also performed. The device was returned to the user facility.

Event description:
It was reported that the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.